Event description:
It was reported that the patient was admitted to the emergency room after experiencing cardiac arrest and exit block. The lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.